Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was received contained within the microcatheter. The coil was removed from the microcatheter without difficulties. Analysis of the device revealed that the main coil broke/fractured from the delivery at detachment zone. No other anomalies were observed on the main coil. The proximal contact and delivery wire were observed to kinked. Information available indicated that the coil was confirmed to be in good condition prior to use, the patient¿s anatomy was reported to be severely tortuous and that intermittent flush was being used. It is probable that insufficient flush contributed to the coil damages observed during analysis. The device directions for use (dfu) warns that: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". Therefore, based on all the information available, an assignable cause of user error was assigned to this investigation.

Event description:
Analysis of the device revealed that the proximal end of the delivery wire was broken. There was no reported clinical consequence to the patient.